Event description:
In (B)(6) 2012, the surgeon performed a right si joint fusion using three ifuse implants. Post operatively the pt complained of intermittent numbness in the ipsilateral leg. Neurologic exam demonstrated no weakness. There was subjective decreased sensation to light touch in the lateral foot during examination. A CT scan showed that the first implant (cephalad) was mal-positioned. The implant violated the anterior cortex of the sacral ala. The pt continued to have complaints of "numbness". On (B)(6) 2012, the surgeon performed a revision surgery to remove the proximal implant. An osteotome was utilized on all three sides of the implant to release the bone implant interface. There was bone ingrowth on the implant proximally and distally (on the iliac and the sacral aspects of the implant). A new implant was placed a bit more dorsal in the s1 area. The surgeon placed floseal in the hole created by the removal of the implant. No grafting was performed. The pt is reported to be doing well as (B)(6) 2012.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea. The root cause is improper placement of the implant.